Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead exhibited high capture threshold, fracture and insulation abrasions near the suture sleeve during a device upgrade procedure. The lead was extracted and replaced. The patient was stable before, during, and after the procedure.